Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing during a slow ventricular tachycardia (vt). Technical services (ts) recommended reprogram options. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient was hemodynamically inestable during the episode. The health care professional (hcp) requested reprogramming the cz to 190bpm to ensure those frequencies will be considered as treatable. Additionally, the technical services (ts) discussed troubleshooting options regarding the oversensing. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing during a slow ventricular tachycardia (vt). Technical services (ts) recommended reprogram options. This s-ICD remains in service. No adverse patient effects were reported.